Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard tones being emitted and went to the hospital. Interrogation of the crt-d (p162) revealed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, there were high out of range pacing impedance measurements on the right ventricular (rv) lead. A revision was performed the next day. The rv lead was unable to be replaced as fibrosis in the superior vena cava prevented a new lead from being implanted. The rv lead was tested on the pacing system analyzer (psa) and although the pacing impedance measurements were at 2,000 ohms, all other lead measurements were in normal range. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported. The rv lead remained implanted and in service with the new crt-d (g172). Several days later, a patient follow up was performed and it was noted that the pacing impedance measurement on the rv lead and the second crt-d (g172) was greater than 3,000 ohms. It is suspected that the high out of range pacing impedance measurement is related to the presence of fibrosis on the lead tip. No noise was observed on the electrograms during postural/patient maneuver testing. It was noted that during certain maneuvers that the pacing impedance measurement did drop down below 3,000 ohms while the pacing threshold values remained stable. Data was sent to boston scientific technical services (ts) for review. No adverse patient effects were reported.

Event description:
The data was reviewed from both the currently implanted device (g172) and the explanted device (p162). With the previously implanted device (p162), there were episodes stored due to noise that was being oversensed on the rv lead. With the currently implanted device (g172), the first daily measurement yielded a pacing impedance measurement of 1,838 ohms. The next daily measurement was above 3,000 ohms and has remained there. This indicates that the pacing impedance measurement is too high for the device to make a measurement and no actual value can be obtained. Additional troubleshooting was discussed. No adverse patient effects were reported. At this time, the g172 and rv lead remain implanted and in service.